Event description:
The hcp reported that the pt was hospitalized and he was considering stopping the pump. The pt symptoms were not reported. The pt was being evaluated by a cardiologist, but the hcp expressed "concern" about the pump infusion. The pump contains droperidol and another unknown drug. A follow-up report will be sent if additional information becomes available.